Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The company cartridge was not returned for evaluation. A photo was provided. The photo showed two lenses on a gloved hand. The first lens was on the index finger. This lens appeared cut across the center. One haptic was broken-gusset area. The rest of the optic was not pictured. The second lens was on the thumb. This lens was broken across the center. It also had damage along edge. One haptic was still attached. The tip of this haptic was broken. The rest of the optic was not pictured. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The lenses indicated are not qualified for use with the respective cartridge. The company, 25.5 diopter lens is only qualified for used with the another model company cartridge. The diopter range for the cartridge is 6.0 to 25.0. The qualified handpiece and viscoelastic were indicated. The damage appears to be related to a failure to follow the instructions for use (IFU). The IFU instructs: the company delivery system is for implantation of qualified company foldable intraocular lenses (iols). No unqualified lenses should be used with the company delivery system. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the intraocular lens (iol) and potential complications during the implantation process. In addition, after the first lens was delivered with a broken haptic it was indicated, the cartridge was reused for the second lens. Company cartridges are single-use devices. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description as they had 2 lenses back to back that were damaged when injecting with a injector. There was no patient harm reported. Additional information was received as two lenses were messed up using the same cartridge. The procedure was completed the same day. The issue was noticed after the doctor implanted the first lens in the patient's eye. It was noticed that the haptic was broken. That lens was removed and the backup lens was opened and loaded into the same cartridge. The doctor then noticed before he put the lens in the patients' eye that the cartridge appeared shredded and when the lens was advanced out it was broken into several pieces. This lens did not go in the eye.